Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
On (B)(6) 2011, it was initially reported that a critical alarm regarding a motor stall was heard. The alarm was confirmed by telemetry. The stall was intermittent; and the logs indicated there had been 4 to 5 stalls with recoveries within the past few days. The patient had no symptoms. A replacement procedure was planned. The drug administered via the pump was hydromorphone (dilaudid) and bupivacaine (marcaine). On (B)(6) 2011: it was further reported that the patient experienced withdrawal. The pump was explanted last week. The patient was administered oral medication. On (B)(6) 2011: additional information received indicated that the replacement procedure was performed, as there was no explantation for the continually occurring motor stalls. The patient was without injury; and following the replacement procedure, the patient had recovered without sequela. Additional information will be provided in a follow-up report as it becomes available.